Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the patient used an expired product, which is misuse of the device. The patient was using an omnipod 5 insulin pump at the time of the event. On 05/06/2026, at approximately 3:15 am, the patient awoke to cgm alerts displaying ¿low¿ values and reported feeling unwell. In response to the suspected hypoglycemia, the patient consumed two glasses of milk, orange juice, and approximately two and a half bottles of apple juice; however, the cgm continued to display ¿low¿ with no reported improvement. After several hours of persistent ¿low¿ readings and ongoing symptoms, the patient attempted to obtain a fingerstick blood glucose (fsbg) measurement but was unable to do so due to expired test strips. The patient continued to feel unwell. At approximately 9:15 am, the patient was transported to the emergency room by her husband. Upon arrival, a fsbg measurement indicated ¿high¿ (no numeric value provided), and laboratory testing confirmed a glucose level of 679 mg/dl, while the cgm continued to display ¿low.¿ the patient was admitted and treated with intravenous fluids and an insulin infusion. She remained hospitalized for approximately two and a half days for management of severe hyperglycemia, which was noted to be approaching diabetic ketoacidosis (dka); however, dka was not formally diagnosed. The patient was discharged on (B)(6) 2026, following stabilization and reported improvement in her condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.